Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1607. The pt has two leads implanted with the same lot number. It was reported the pt is experiencing his ipg heat up when he turns the amplitude to high. It was also reported the pt is no longer receiving effective stimulation. An sjm rep met with the pt and observed high impedances. Reprogramming was unable to resolve the issue. X-rays were taken but results were inconclusive. Surgical intervention is pending to address the issue. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.